Manufacturer narrative:
The peritonitis occurred on an unspecified date "before the new year 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (intraperitoneal, dose, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovered from the event and pd therapy was discontinued (unreported date). No additional information was provided as the reporter declined follow up.